Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 425 mg/dl at the time of incident and they feel okay to trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual injection. It was also stated that the insulin pump had no delivery alarm during manual prime. Trouble shooting was performed for no delivery alarm. Customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing and insulin exited. The reservoir and insulin pump will not be returned for analysis.